Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family dbs-linear leads, upn m365db2202450, model db-2202-45, serial-lot (B)(6), batch 5167310 and 7072072. Product family dbs-extension, upn m365nm3138550, model nm-3138-55, serial-lot (B)(6), batch 7073747 and 7075244.

Event description:
It was reported that the patient underwent a procedure in which their entire deep brain stimulation system was explanted for an unknown reason. No further information can be obtained despite good faith efforts.